Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. This resulted in the clinical observations of missing data (implant date, electrode information, and last in-person follow-up date). The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this patient was in the hospital for a same day procedure, unrelated to this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Once the procedure was complete, interrogation of this s-ICD device revealed a patient data (pd) error message. Rhythmcare reviewed device data, advising the device is operating normally and the pd error message can be cleared and patient data reentered. The device remains implanted. No adverse patient effects were reported.